Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. No DHR review was performed since customer did not provide lot number for device involved. The complaint could not be confirmed because there was no sample returned. Therefore, the root cause is unknown. Teleflex will continue to monitor feedback from the customers on complaints related to the alleged cracks on these devices.

Event description:
The customer alleges that the device cracked causing a leakage, not immediately visable. Additional information reported no injury or consequence to patient.